Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the device patient alert triggers each morning. It was also reported that one of the leads was disabled because "the wire has problems." The patient was encouraged to work with the physician and the device and both leads remain in use. No patient complications have been reported as a result of this event.